Event description:
During baxter's functional testing, a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of false upstream occlusion alarm was unable to be reproduced through further testing, but was confirmed through review of the event history log. Physical inspection found that the inscribed pin dimension was too wide, which is a known cause of false upstream occlusion alarms. The upstream sensor was replaced.